Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device results were >8.0 and >8.0 inr. The corresponding lab results reported were 3.92 and 3.86 inr. The tests were performed on 03/22/2006 and 03/23/2006. No other information was provided. The device was replaced and requested to be returned for evaluation.